Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to sensing issue attirbuted to leady damage from sublavian crush. No additional adverse patient effects were reported.